Event description:
Within a few minutes after having sexual intercourse with a partner who wore a latex condom, she experienced a systemic anaphylactic reaction. She began wheezing, her nasal passages became completely congested, her respirations were greater than 40 breaths per minute, her heart rate increased to over 150 beats per minute, and she stated her throat felt like it was swelling closed. Her skin became bright red and hives immediately appeared over her entire body. She had severe difficulty breathing. She took 50 mg of benadryl and 2 inhalations from her proventil inhaler, and found little relief. The rescue squad was called and she was immediately put on oxygen and was given a shot of epinephrine at the hosp, then later released. (Same rptr in 1002720.)